Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence, gastro intestinal/ pelvic floor it was reported that the patient said once they were at a department store and brushed up against the security device. They also reported that yesterday they were within a foot of the security device and could feel their device surge up a notch, so the patient lowered it. It was reviewed that the patient lowering their stimulation resolved the uncomfortable stimulation. There were no further complications reported.